Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed, during which it was noted that the reservoir tubing was twisted, preventing the fluid to travel from the component to the pump and causing the cylinders to not inflate. The reservoir was removed and replaced, and there were no patient complications.

Manufacturer narrative:
The exact event date was not available, therefore the date (B)(6) 2024 was used as estimate.